Event description:
It was reported that the pumps "battery percentage will decrease rather than increase while charging". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.